Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet¿s touchscreen was cracked and became unresponsive to touch, rendering the device nonfunctional and necessitating replacement; the affected component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy, and the user was advised to implement backup therapy due to uncertain device functionality and that water resistance was compromised. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.